Event description:
For approximately one month, multiple events reported to management and are being reported to company (carefusion) about maxplus caps. We had previously reported issues. Caps were replaced with new lots and old lots were removed. Company has been here and is aware of issues. Also re-education took place and there was some manufacturing issues found in certain lots per company. Old lots removed but issues still being reported after old lots removed: cap came loose, blood back up after flushed with 5ml-19ml normal saline solution, blue piece in cap does not expand back up after flush consistently which in some cases causes leakage of fluids and blood, clot found in one line at cap, cap had blood splash when disconnecting syringe.